Event description:
The facility reported an infusion pump with a failure code 570:320:844:0000. The event was reported to have occurred before use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Though requested no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional info was available.